Event description:
We had purchased three mcgrath mac video laryngoscopes (301-000-000) in january 2023. Each device came with a single battery, two have an expiration of 09/2024 and one with an expiration of 10/2024. These units were purchased in preparation for an increase in service level, which has not yet occurred. On 8/5/2024, we received a product notice indicating possible issues with batteries in this model and the notice indicated the only fix at this time was an update to the IFU (instructions for use). The batteries in question for these three units currently do not work. When installed in the device and turned on, all three batteries/devices give a low battery indicator with a blank screen. The batteries have not been damaged, dropped, or stored in adverse conditions as noted in the IFU (instructions for use) update. Reference reports: mw5158162, mw5158163.